Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump¿s touchscreen was cracked, with the display intermittently malfunctioning, and the user provided a photo; the pump was reportedly still functional, and the user¿s blood glucose was not affected. Symptoms included no clinical effects. Outcomes included no injury and no required medical intervention. Investigation included review of the complaint details and user feedback, confirmation of device identification, and return material authorization for replacement and return. Investigation of this device revealed physical damage to the touchscreen/display assembly consistent with a broken or cracked screen leading to impaired user interface function. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling or use conditions rather than a manufacturing defect.